Event description:
Received info that an 840 ventilator touchframe had screen block error. Device was being used on a pt when event occurred. The pt was not harmed or injured as a result of the event. Customer replaced the touch frame. Covidien was not authorized to service device.

Manufacturer narrative:
(B)(4).